Event description:
It was reported that during a percutaneous intervention procedure. A balloon rupture occurred. The target lesion was located in the severely calcified and mildly tortuous superficial femoral artery. The 6.0 x 40mm x 75cm mustang balloon was inflated and ruptured at 14atms. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. The target lesion was located in the severely calcified and mildly tortuous superficial femoral artery. The 6.0 x 40mm x 75cm mustang balloon was inflated and ruptured at 14atms. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: initial examination of the returned device noted that the balloon material was deflated, there was dried blood inside the balloon. An attempt to inflate the balloon to its rated burst pressure failed due to a pinhole located at approximately 26mm proximal to the distal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).